Event description:
During a planned follow-up on (B)(6) 2011, the physician observed noise oversensing on an episode labelled as "vf" (ventricular fibrillation); this noise phenomenon seems to be not reproducible during the follow-up. The physician is asking for analysis and suggestions.

Manufacturer narrative:
(B)(4), 2001: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.